Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 60 indicating a bluetooth communication error, persisted after multiple restarts, then shut down and would not power on despite a charging indicator, and a replacement device was provided with return instructions. Symptoms included no adverse health effects and blood glucose reportedly unaffected. Outcomes included device replacement and patient guidance to continue using cgm via dexcom and to perform standard startup on the replacement. Investigation included remote troubleshooting and user education regarding shutdown procedures and data sync to the mobile app. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.